Manufacturer narrative:
Com code: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a lesion in the mid rca. It is reported that the stent was unable to cross the lesion and the stent strut was bent when removed. No patient injury is reported.

Manufacturer narrative:
The lesion being treated was calcified. The device was inspected before use with no issues noted. The lesion was pre-dilated. Resistance was noted which advancing the device to the lesion. The procedure was completed with another resolute onyx. If information is provided in the future, a supplemental report will be issued.